Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femoral component. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Event description:
It was reported that the triathlon ts subject was having their primary stryker triathlon ps knee revised. Subject experienced an intra femoral fracture as the stem was impacted. Stem remains in patient, and fracture was stabilized via cables. X-rays have been requested.